Manufacturer narrative:
Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. In accordance with the information in the patient report, it is assumed that the patient was re-implanted with a cochlear implant as the hearing thresholds were outside the indication criteria for mixed hearing loss. Further, good performance has been achieved with the cochlear implant. Additionally, pain at the implant site had been observed for reasons that could not be determined since, despite requested, no additional information could be retrieved with regards to this symptom.

Event description:
The patient was explanted because of strong auricular and temporal pain. The patient was re-implanted with a cochlear implant and has a good hearing performance with it. As per additional information received, audiometric testing performed before explantation indicated that the patient was outside of the device indication criteria for mixed hearing loss. No additional information could be retrieved with regards to the observed symptoms. However, these have not been observed with the cochlear implant. Despite requested, the explanted device has not been received for investigation by the manufacturer yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was explanted because of strong auricular and temporal pain . The patient was re-implanted with a cochlear implant on (B)(6) 2013 and has a good hearing performance with it.